Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens device evaluation- lens was returned in liquid, in lens vial. Visual inspection found a tear that runs from haptic to optic. (B)(4).

Event description:
The reporter stated that before loading a cc4204a collamer single piece lens, +21.0 diopter, the doctor noticed the lens was damaged. There was no patient contact and another lens same model was implanted. The reporter stated that the cause of the event was unknown.